Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Lab evaluation: 1 x zebd-7-10 device was returned to cirl for evaluation. A lab evaluation was held on 12th october 2017. Root cause: upon evaluation, the stent was found to be kinked at porthole 2 at the ductal end. The 0.035 wire guide could not pass porthole 2. There was sidewall damage at hole 2 and back wall damage at hole 4. It was noted that the stent would not have left the manufacturing facility in a damaged state. A possible root cause for this complaint issue is that the stent became kinked upon straightening the pigtails. A definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. Documents review: a review of the manufacturing records for the biliary stent device of lot # c1366180 did not reveal any discrepancy related to the complaint issue. Prd/fqcs review: prior to distribution, all zebd-7-10 devices are subjected to 100% inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. IFU review: it may be noted that according to the instructions for use, the user is instructed to: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿. Summary: the complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Though the physician attempted to insert the stent over a wire guide with straightening the pigtail, the wire guide would not pass through the stent lumen, then a kink was noted. Therefore, the device was changed with another zebd-7-10 to complete the procedure. There have been no adverse effects to the patient reported.

Manufacturer narrative:
(B)(4). Exemption number: e2016031. (B)(4). Lab evaluation: upon evaluation, the stent was found to be kinked at porthole 2 at the ductal end. The 0.035 wire guide could not pass porthole 2. There was sidewall damage at hole 2 and back wall damage at hole 4. It was noted that the stent would not have left the manufacturing facility in a damaged state. Although it was not documented in the lab evaluation notes, there was indentation at hole 5 which can bee seen in the lab evaluation photographs. (()(4). Root cause: a possible root cause for this complaint issue is that the stent became kinked upon straightening the pigtails. A definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. Summary: the complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up MDR is being submitted include the information about indentation at hole 5 which can be seen in the lab evaluation photographs. Though the physician attempted to insert the stent over a wire guide with straightening the pigtail, the wire guide would not pass through the stent lumen, then a kink was noted. Therefore, the device was changed with another zebd-7-10 to complete the procedure. There have been no adverse effects to the patient reported.